Event description:
Proxy biomedical was notified on (B)(4) 2014 via (B)(4) by the omyra mesh distributor ((B)(4)) that they have received a complaint regarding a omyra mesh product (part # 1062030, lot # c001800). The complaint was reported to (B)(4) by dr (B)(6) - (B)(6) hospital, (B)(6). Following implant of omyra mesh, the pt developed adhesions between the bowel and the mesh which led to obstruction of the bowel. The pt made a ful recovery. Note: omyra mesh - distributed in (B)(4) by (B)(4) , is also branded as motifmesh in the USA by proxy biomedical.

Manufacturer narrative:
Device was not returned for evaluation. Conclusion - inconclusive, investigation on-going. The device is a synthetic device made from (B)(4). Complications such as adhesions are a documented risk associated with the motifmesh device - ref design fmea and motifmesh product insert (instructions for use).